Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Code a0709: device sensing problem is applicable to the non-sterile passive planar probe had issues being seen by the camera. Code a05: mechanical problem is applicable to the passive planar probe was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the passive planar probe was damaged. The site's non-sterile passive planar had issues being seen by the camera. Other instruments tracked as intended. The manufacturer representative (rep) noted that when covering the top sphere on the instrument, it was able to be picked up by the camera consistently. There was no patient involvement.